Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2009, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), polymenorrhagia ("frequent menses, menorrhagia"), dysmenorrhea ("dysmenorrhea"), menorrhagia ("prolonged, excessive periods"), painful periods ("painful periods"), abdominal pain ("severe abdominal pain"), back pain ("lower back pain"), abdominal distension ("bloating"), memory impairment ("forgetfulness"), dyspareunia ("painful intercourse"), migraine ("migraines"), fatigue ("fatigue "), vaginal infection ("vaginal infection"), vaginal discharge ("abnormal vaginal discharge") and menstruation irregular ("irregular periods"). The patient was treated with surgery (robotic assisted laparoscopic total hysterectomy and bilateral salpingectomy). Essure was removed on (B)(6) 2020. At the time of the report, the pelvic pain, polymenorrhagia, dysmenorrhea, menorrhagia, painful periods, abdominal pain, back pain, abdominal distension, memory impairment, dyspareunia, migraine, fatigue, vaginal infection, vaginal discharge and menstruation irregular outcome was unknown. The reporter considered abdominal distension, abdominal pain, back pain, dysmenorrhea, dyspareunia, fatigue, memory impairment, menorrhagia, menstruation irregular, migraine, pelvic pain, polymenorrhagia, vaginal discharge, vaginal infection and painful periods to be related to essure. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 17-sep-2020: quality safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain') in an adult female patient who had essure (batch no. 628437) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included uterine bleeding. On (B)(6) 2009, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), polymenorrhagia ("frequent menses, menorrhagia"), dysmenorrhea ("dysmenorrhea"), menorrhagia ("prolonged, excessive periods"), painful periods ("painful periods"), abdominal pain ("severe abdominal pain"), back pain ("lower back pain"), abdominal distension ("bloating"), memory impairment ("forgetfulness"), dyspareunia ("painful intercourse"), migraine ("migraines"), fatigue ("fatigue "), vaginal infection ("vaginal infection"), vaginal discharge ("abnormal vaginal discharge") and menstruation irregular ("irregular periods"). The patient was treated with surgery (robotic assisted laparoscopic total hysterectomy and bilateral salpingectomy). Essure was removed on (B)(6) 2020. At the time of the report, the pelvic pain, polymenorrhagia, dysmenorrhea, menorrhagia, painful periods, abdominal pain, back pain, abdominal distension, memory impairment, dyspareunia, migraine, fatigue, vaginal infection, vaginal discharge and menstruation irregular outcome was unknown. The reporter considered abdominal distension, abdominal pain, back pain, dysmenorrhea, dyspareunia, fatigue, memory impairment, menorrhagia, menstruation irregular, migraine, pelvic pain, polymenorrhagia, vaginal discharge, vaginal infection and painful periods to be related to essure. Lot number: 628437 manufacturing date: 2008/12 expiration date: 2011/12. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: pelvic pain. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 7-jan-2021: quality-safety evaluation of ptc. We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain') in an adult female patient who had essure (batch no. 628437) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included uterine bleeding. On (B)(6) 2009, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), polymenorrhagia ("frequent menses, menorrhagia"), dysmenorrhea ("dysmenorrhea"), menorrhagia ("prolonged, excessive periods"), painful periods ("painful periods"), abdominal pain ("severe abdominal pain"), back pain ("lower back pain"), abdominal distension ("bloating"), memory impairment ("forgetfulness"), dyspareunia ("painfi.il intercourse"), migraine ("migraines"), fatigue ("fatigue "), vaginal infection ("vaginal infection"), vaginal discharge ("abnormal vaginal discharge") and menstruation irregular ("irregular periods"). The patient was treated with surgery (robotic assisted laparoscopic total hysterectomy and bilateral salpingectomy). Essure was removed on (B)(6) 2020. At the time of the report, the pelvic pain, polymenorrhagia, dysmenorrhea, menorrhagia, painful periods, abdominal pain, back pain, abdominal distension, memory impairment, dyspareunia, migraine, fatigue, vaginal infection, vaginal discharge and menstruation irregular outcome was unknown. The reporter considered abdominal distension, abdominal pain, back pain, dysmenorrhea, dyspareunia, fatigue, memory impairment, menorrhagia, menstruation irregular, migraine, pelvic pain, polymenorrhagia, vaginal discharge, vaginal infection and painful periods to be related to essure. Lot number: 628437 concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: pelvic pain. Quality-safety evaluation of ptc: unable to confirm complaint . Most recent follow-up information incorporated above includes: on 28-dec-2020: mr received. Reporter information, lot number, medical history added. We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2009, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), polymenorrhagia ("frequent menses, menorrhagia"), dysmenorrhoea ("dysmenorrhea"), menorrhagia ("prolonged, and/or painful periods / excessive periods"), abdominal pain ("severe abdominal pain"), back pain ("lower back pain"), abdominal distension ("bloating"), memory impairment ("forgetfulness"), dyspareunia ("painful intercourse"), migraine ("migraines"), fatigue ("fatigue "), vaginal infection ("vaginal infection"), vaginal discharge ("abnormal vaginal discharge") and menstruation irregular ("irregular periods"). The patient was treated with surgery (robotic assisted laparoscopic total hysterectomy and bilateral salpingectomy). Essure was removed on (B)(6) 2020. At the time of the report, the pelvic pain, polymenorrhagia, dysmenorrhoea, menorrhagia, abdominal pain, back pain, abdominal distension, memory impairment, dyspareunia, migraine, fatigue, vaginal infection, vaginal discharge and menstruation irregular outcome was unknown. The reporter considered abdominal distension, abdominal pain, back pain, dysmenorrhoea, dyspareunia, fatigue, memory impairment, menorrhagia, menstruation irregular, migraine, pelvic pain, polymenorrhagia, vaginal discharge and vaginal infection to be related to essure. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 3-sep-2020: summons received. Event:irregular, prolonged, and/or painful periods, excessive or abnormal menstrual bleeding, severe abdominal and/or lower back pain, bloating, forgetfulness, painful intercourse, migraines (with no prior history of migraine), fatigue,gynecological/vaginal infection or abnormal vaginal discharge were added. Additional reporter added. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2009, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), polymenorrhagia ("frequent menses, menorrhagia") and dysmenorrhoea ("dysmenorrhea"). The patient was treated with surgery (bilateral salpingectomy and hysterectomy). Essure was removed on (B)(6) 2020. At the time of the report, the pelvic pain, polymenorrhagia and dysmenorrhoea outcome was unknown. The reporter considered dysmenorrhoea, pelvic pain and polymenorrhagia to be related to essure. Quality-safety evaluation of ptc: unable to confirm complaint. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.